Event description:
A us distributor reported that a patient had a damaged electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the dn to rear te cable and trunk cable were pulled from strain relief, pulling the j702 from the distribution node pca.  The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.